Event description:
The facility representative contacted baxter technical service representative to report a colleague infusion pump with an air in line alarm. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
The reported condition of air in line alarm was not confirmed or duplicated. Therefore the root cause cannot be determined. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "air in line alarm." (B)(4).